Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an implant procedure on (B)(6) 2017 the patient received effective stimulation coverage. However, approximately 3 hours later it was reported the patient lost coverage and sensation in both legs. As such, the patient was brought back into surgery and a hematoma was confirmed and removed. The patient's scs system was also removed at that time. Follow-up information revealed the patient has regained movement in her legs and is able to walk. Patient will decide at a future date if she desires to retry implant.